Event description:
It was reported through clinic notes received on 10/04/2011, that the patient was experiencing an increase in seizures starting a few weeks prior to her follow up appointment on (B)(6) 2011. It was reported that, at that time, the eri status was no. During the appointment, the patient's vns settings and medications were increased. The patient was then referred for and underwent a generator replacement procedure on (B)(6) 2011. The patient was referred for the replacement due to "loss of seizure control, and estimates of nearing end of service." Results of a battery life estimation previously performed on this patient's generator were negative, indicating that the battery may be nearing end of service despite the reported eri=no status. The explanted generator has not yet been returned to the manufacturer. Attempts for additional information and product return have been unsuccessful to date.

Event description:
Additional information was received indicating that the generator was discarded following the replacement. It was also reported that the patient was continuing to have seizures following the replacement. However it has been determined that the increase in seizures, both before and after replacement, has remained below the patient's pre-vns baseline frequency. No other information was provided.